Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level at the time of the incident was 250 mg/dl. The drive support cap was sticking out. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will not be returning for analysis. Customer will not be sent a replacement pump.